Event description:
(B)(6) underwent lasik eye surgery in (B)(6) 2022. He subsequently suffered from severe dry eyes, photophobia (light sensitivity), neuropathic corneal pain, and corneal hypoesthesia (loss of corneal sensation). These debilitating complications profoundly impacted his quality of life. He died by suicide due to these complications on (B)(6) 2026. He had joined an online dry eye support group. Public information from his family's fundraiser notes the importance of raising awareness about the repercussions of lasik eye surgery. The known lasik suicide toll is now 43 with many more cases suspected. These deaths could have been prevented if FDA had acted back in 2008 when the agency called a special meeting of the ophthalmic devices advisory panel and heard from members of the public and family members of patients harmed by lasik. Withdraw approval of lasik devices and stop this madness! Lasik is a completely unnecessary surgery. There is no medical reason for lasik! The longer the FDA delays, the more blood the agency will have on its hands!